Event description:
Boston scientific received information that after interrogation a yellow warning screen appeared with error code 13. All measurements were stable and within normal range. Boston scientific technical services (bsc ts) discussed that this error code corresponds to "incorrect parameter integrity." This means the parameter data was corrupt, and will emit beeping tones like the ones reported. Bsc ts advised to reset the error, and if this issue were to reoccur, then the patient should be scheduled for a replacement of this implantable cardioverter defibrillator (ICD). It was also noted this patient just recently had a cat scan, and owns an induction oven. Boston scientific discussed this patient should keep a safe distance of 30 cm in-between the oven, and his/her chest. This patient will be followed-up in the near future. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.